Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 7th june 2010 and performed to specification, alongside random manual power ons, up to the 14th june 2015. An increase in voltage suggests a further pad-pak was installed during this time. The device failed multiple self-test fails due to a low battery between (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The excess current drain and the measurements taken on the j11 connector would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.